Manufacturer narrative:
This report is submitted on 27 jan 2021.

Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the surgeon, the initial implant was incorrectly placed. The device was explanted 5 days later on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.